Event description:
This is follow up#1 to report on 16/apr/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral hernia¿ surgery and was implanted with strattice device on (B)(6) 2009. The patient underwent an ¿emergency open repair of incarcerated ventral incisional hernia of the abdominal midline with strattice biologic inlay mesh, prolene mesh implant, central line placement, right subclavian vein¿ on (B)(6) 2014. The patient was implanted with another strattice device on that date due to ¿incarcerated ventral incisional hernia.¿ the patient underwent multiple ¿open repair of recurrent incarcerated ventral incisional hernia with strattice biologic mesh inlay mesh placement, component separation with the rectus abdominous muscle flap advancement, bilateral, removal of old prolene soft mesh & strattice inlay mesh, central line placement, right subclavian vein¿ on (B)(6) 2014. The patient was implanted with a third strattice device on that date due to ¿incarcerated recurrent ventral hernia.¿ as per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain and suffering, physical injury, loss of enjoyment of life, and economic and non-economic losses as a result of [their] strattice implant.¿ patient ¿suffers from abdominal discomfort.¿ patient ¿is dependent on others to help with daily tasks [they have] difficulty completing [themselves].¿ patient ¿has lifting restrictions and had to adjust [their] physical activities.¿ patient ¿has difficulty walking long distances, standing for long periods of time, and playing basketball with [their child].¿ patient¿s ¿stomach is scarred and disfigured causing [them] embarrassment.¿ patient "wore an uncomfortable abdominal binder.¿ patient ¿currently suffers from a recurrent hernia.¿ the form lists the conditions that were treated were ¿repair of ventral hernia with mesh (strattice)¿ with approximate date of treatment of (B)(6) 2009. The patient was also treated for ¿abdominal pain, broad based ventral hernia with no obstruction¿ on (B)(6) 2009 and (B)(6) 2009. Patient was treated for ¿severe abdominal pain, irreducible incarcerated ventral incisional hernia with small bowel obstruction in the periumbilical area & multiple fascial defects above the umbilicus; emergency open repair of incarcerated ventral incisional hernia of the abdominal midline with strattice biologic inlay mesh & prolene soft mesh as an onlay mesh placement, central line placement, right subclavian vein¿ on between (B)(6) 2014 and (B)(6) 2014. Patient was then treated for ¿increasing abdominal pain in the left upper quadrant & mid abdomen, incarcerated recurrent ventral incisional hernia, diffuse abdominal pain, leukocytosis, fever; open repair of recurrent incarcerated ventral incisional hernia with strattice biologic mesh inlay mesh placement, 20 x 25 cm, component separation with the rectus abdominous muscle flap advancement, bilateral, removal of old prolene soft mesh & strattice inlay mesh, central line placement, right subclavian vein¿ between (B)(6) 2014 and (B)(6) 2014. Patient underwent ¿left sided upper abdominal discomfort, left-sided abdominal wall hernia present, reducible¿ on or about (B)(6) 2018. Patient was treated for ¿primary care, hernia symptoms, pain management¿ from approximately 2005/2006 to present. Patient received ¿CT abdomen - large ventral hernia that contains small bowel & colon¿ on 06/mar/2018. Patient received ¿ventral hernia, primary care, wound care¿ in 2019. The ppf form reports that the patient ¿recalls 3 hernia surgeries with mesh in 2003, 2005, and 2007- product names & lot numbers unknown¿. The form indicates that there was a revision surgery on (B)(6) 2009 for ¿repair of recurrent ventral hernia with mesh.¿ there was an additional revision on (B)(6) 2014 due to ¿open repair of recurrent incarcerated ventral incisional hernia with strattice biologic mesh inlay mesh placement, 20 x 25 cm, component separation with the rectus abdominous muscle flap advancement, bilateral, removal of old prolene soft mesh & strattice inlay mesh, central line placement, right subclavian vein.¿ a third revision and removal surgery on 15/feb/2014 was performed due to ¿emergency open repair of incarcerated ventral incisional hernia of the abdominal midline with strattice biologic inlay mesh, prolene mesh implant, central line placement, right subclavian vein.¿ the ppf form also indicates the patient was implanted with a non-abbvie device, ¿bard soft mesh,¿ on (B)(6) 2014 the form indicates that this device has not been removed or revised. As reported in the initial: limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6) 2009 and 2nd strattice on (B)(6) 2014 . The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-16824). This emdr is being submitted for the first strattice.

Manufacturer narrative:
A review of the device history record for strattice lot s10488 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data: a2, a3a, b3, b5, d4, d6b, h4, h6.

Event description:
Limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6) 2009 and 2nd strattice on (B)(6) 2014 . The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)). This emdr is being submitted for the first strattice.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.